Manufacturer narrative:
(B)(4). Model #/lot #) catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: investigation is based on description of event and the returned device. The jugular introducer, filter, the blue sheath and the long dilator were returned. There is a kink on the filter protection sheath ~12cm. From the distal end. The kink cannot be felt on the introducer. The red lock button is pushed. The grasping hook is working fine, and captures and releases the filter without problems. What caused the incident cannot be explained by the returned device. It is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. The IFU addresses the issue through the statement "while keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter" and the warning "excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated". No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to the initial reporter: the filter would not release off delivery device. The complaint device was removed and a new igtcfs-65-1-jug-celect-pt was opened and used to complete the procedure. Patient outcome: a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Investigation is still in progress:

Event description:
Description of event according to the initial reporter: the filter would not release off delivery device. The complaint device was removed and a new igtcfs-65-1-jug-celect-pt was opened and used to complete the procedure. Patient outcome: a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.